Event description:
Boston scientific received information that this patient received four bursts of anti-tachycardia pacing (atp) and six shocks due to sinus tachycardia which exhausted therapy. The patient presented to the emergency room due to receiving shocks. Detection enhancements were programmed on, but were overrided so therapy was delivered. Boston scientific technical services (ts) troubleshooted and discussed increasing sustained rate duration (srd) or turning it off. The field representative states they typically turn off srd for most patients. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.